Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital with fever and shortness of breath. Upon interrogation, the patient was found to be bacteremia and showed vegetations on the leads. System extraction was performed on (B)(6) 2018. The right atrial and ventricular leads were difficult to extract due to entanglement and were attached to the tricuspid valve due to fibrosis and calcifications. Whole system was explanted. Patient¿s vitals remained stable throughout the procedure.